Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards affiliates in italy, approximately two to three years following a transcatheter pulmonic valve replacement procedure, an increased transvalvular gradient of approximately 70mmhg was identified. This finding led to cardiac catheterization and subsequent valvuloplasty of the sapien 3 valve, which resulted in a reduction in right ventricular pressures.